Manufacturer narrative:
Follow-up #1 date of submission 09/07/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/11/2016 with the following findings: a review of the black box data showed evidence of a call service 127 alarm. The pump alarmed with an unrelated call service alarm during start up. The complaint could not be fully investigated due to this. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. The component was replaced on the pcb; the pump was powered up and exercised with no further alarms. Another call service alarm occurred due to corrupted software. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that a 125 call service alarm had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.